Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Reportedly, the customer was using cold insulin to fill the cartridge as well as not removing air properly from the cartridge. Tandem technical support educated the customer on the proper load procedures. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.